Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to claim no audio output on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.